Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of device migration and symmastia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported being surgically treated for "uni-boob and bottoming out." This is the right side record. Device remains implanted.

Manufacturer narrative:
Device labeling addresses: reuse- breast implants are intended for single use only. Do not resterilize.

Event description:
Healthcare professional additionally reported the "device was explanted and re-implanted."

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified clear fluids inside the device, crease fold, and wear abrasion. A leak test and microscopic analysis were performed which identified the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported being surgically treated for "uni-boob and bottoming out." Healthcare professional additionally reported the "device was explanted and re-implanted." This is the right side record. Device has been explanted.